Manufacturer narrative:
The immucor laboratory in (B)(6) tested product with a known source of anti-fyb on 14jun2016, and the product performed as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.